Manufacturer narrative:
Correction: initial MDR submittted with incorrect catalog/model #'s in section d4, fu submitted to correct.

Event description:
The pump was returned for mechanical hardware failure (screen no input). Device was attached to a bracket and powered on, the screen displayed a white image without a visible user interface. The touchscreen was able to register touch inputs without a user interface. The device was opened to inspect for internal damage. Damage was identified on two screw bosses of the front housing used for securing the lvp handle. The connector for the backlight cable on the main pcba was found slightly lifted off of the board.

Event description:
The following has been reported: biomed reported: "pump 2320200025 that states "alarm due to low battery. The pump was able to fully charge, and no other faults or errors were detected." However, the screen is just in a constant blank white screen, this pump is not ok to be sent back to patient use, and it need to be sent in for repair." A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.